Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had alarmed insulin flow blocked multiple times after multiple infusion set changes. Customer was assisted with troubleshooting for insulin flow blocked. Customer's blood glucose was 328mg/dl at the time of the incident. Customer stated that new sets are used, and that site locations are per instruction for use. Customer also stated that blood glucose level went up to 505mg/dl after taking a medication. The customer has tried all remedies to clear insulin flow blocked but issue was not resolved. The insulin pump was returned for analysis.